Event description:
The customer reported to olympus that during maintenance, the gastrointestinal videoscope had suction valve stuck. During the evaluation the following reportable malfunction was found: cleaning brush stuck inside biopsy channel. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to cleaning brush stuck inside biopsy channel , additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, due to deformation of up/down knob water tightness was lost, connecting tube had a scratch, connecting tube had a dent, plastic distal end cover had a scratch, video connector case had a scratch, video connector had a scratch, video cable had a scratch, third party repair had been performed, light guide connector has discoloration, light guide connector had a scratch, universal cord had a scratch, image guide protector had a scratch, grip had a scratch, suction cover had a scratch, switch box had a scratch, switch 1 had a scratch, suction cylinder was shaved, due to wear of angle wire the play of up/down knob was out of the standard value, bending section cover had discoloration, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, because suction cylinder is shaved, suction volume did not meet the standard value, control unit was dirty due to water leakage, connecting tube had discoloration, control unit had a scratch, right/left knob had a scratch, right/left knob had discoloration, up/down knob had a scratch, up/down knob had discoloration, forceps elevator knob had a scratch, forceps elevator lever had a scratch, control unit had discoloration, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the forceps channel was determined to be a cleaning brush. A definitive root cause of the issue could not be determined, as there was no observed deformation that might contribute to a stuck cleaning brush and no additional event information was reported or available, however, the issue was likely the result of user handling/mishandling. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.